Event description:
It was reported that the videoscope presented a bad plastic distal end cover (c-cap). The event occurred during setup. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.